Event description:
Lap apply and removal of small ovarian nodule: "dr inspected abd cavity prior to closing and noticed small piece of retrieval bag in abd cavity. Foreign object removed by laparoscopic grasper. Dr requested all pieces to be obtained and removed from field and sent to manufacture. All pieces collected and placed in container with pt labels. Portions of specimen bag in specimen cup."

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.